Manufacturer narrative:
(B)(4). Device 1 batch number: 2102530766. Device 2 batch number: 2102897393. Device 3 batch number: 2101521091. Device 4 & device 5 batch number: not provided. Method: the complaint ojr414 optiflow junior 2 nasal cannula devices were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photographs and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing of the ojr414 optiflow junior 2 nasal cannula devices were detached from the swivel grip joint, confirming the reported fault. It was also reported by the distributor that nebulised aerogen solo and medications (kuroflow, duolin, pulmicort) was used. We were unable to confirm whether glue was observed at the detached tube end. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the complaint ojr414 optiflow junior 2 nasal cannula devices. Based on our knowledge of the product the tubing was likely subjected to excessive force. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr414 optiflow junior 2 nasal cannula devices would have met the required specifications at the time of release. The user instructions which accompany the ojr414 show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor reported on behalf of a healthcare facility in south africa, that the tubing of five ojr414 optiflow junior 2 nasal cannula were found to be detached from the coloured connector, causing the metal spring to break or elongate. There was no reported patient involvement.